Event description:
The customer contact reported a crack on the clave secondary port; subsequently a leak was noted. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming, prior to patient use, the customer contact reported that the clave secondary port on the cassette of the tubing set was cracked. It was reported that an unspecified volume of solution leaked between the adapter of the clave secondary port and the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. There was no reported delay in critical therapy to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. The device passed testing. The clave at the secondary port of the cassette was completely intact with no signs of cracking. No leaks were observed. A probable cause was not determined since the reported event was not duplicated and no conditions that were related to the reported event were found during the batch record review, therefore the complaint was not confirmed. Hospira has completed a formal investigation to address similar complaints due to the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.